Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include information and outlines the steps to keep spare, fully charged batteries and controllers available at all times. Also stated in IFU is that the system has multiple power sources available (ac adapter, dc adapter, and batteries). The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the site by the ventricular assist device (vad) coordinator that the patient explained that power switched from one battery to another when batteries did not necessitate a power switch. Patient identified involved and removed from service and exchanged. It was stated that the patient experienced anxiety. No additional information available.

Manufacturer narrative:
It was reported that the patient was experiencing power switching with (B)(4). The battery was not returned for evaluation. Review of the manufacturing records confirmed that the associated device met all requirements for release. Log file analysis revealed that the controller (B)(4) in use during the event contained several premature power switching events that were due to momentary disconnections involving (B)(4). Failure analysis of the device was not performed since the unit was not returned. The most likely root cause of the reported event can be attributed to a momentary disconnection between the controller and battery. However, an internal investigation has been opened to evaluate the momentary disconnections. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
After further review of additional information received sections have been updated accordingly. It was reported that the patient was experiencing power switching with (B)(4). The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to a controller during the analysis of the unit. Results revealed that the electrical connection between the battery and controller was stable. Log file analysis revealed that the controller ((B)(4)) in use during the event contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). The most likely root cause of the reported event can be attributed to a momentary disconnection between the controller and battery. The manufacturer is investigating momentary disconnections. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.